Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. The customer's blood glucose level ranged from 198-235 mg/dl. Reportedly, the customer changed the infusion set multiple times prior to the report with tandem technical support (cts), therefore, troubleshooting could not be performed to identify a cause. Customer declined to further troubleshoot with cts.